Event description:
It was reported that while preparing the device outside of the patient's body for use in a ptca procedure, an attempt was made to introduce the guide wire into the tip of the catheter shaft. It was noticed that the tip was missing and it was found on the operating field. No patient involvement was reported.